Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the staff was unable to clear patients' sub glottic port for a few days. When checking the sub glottic which was attached to a syringe, they noticed a crack. This lead to low pressure when attempting to suction and the inability to clear secretions sitting on top of cuff in patient's trachea. There were patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.